Event description:
It was reported that during a procedure the tip of the device broke off in the pt. All pieces were retrieved, there was no injury or harm to the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that a piece of the ceramic tip is broken off from the distal end of the steel tube. The broken piece of ceramic was not returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The release button was found to be broken and minor dents are noted along the steel tube. Common causes of ceramic tip damage caused by the customer as determined from prior investigations are noted below: the dfmea and pfmea were reviewed and confirmed to contain the assessment of risk for this type of failure. No changes are necessary due to the evidence presented in this occurrence. Application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and caused pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.